Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had generated an error. Analysis determined that the display wire was pinched with wire insulation exposed. It was noted that the hanger assembly and lower case were broken and the upper case was dented. It was further noted that the printed circuit board (pcb) was replaced due to two or more occurrences of an error code. Additionally, two output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.